Event description:
Pt received two stents in 2001 in order to treat a bifurcated lesion in the first and second obtuse marginal. In 2005, the pt had a parotid tumor. The pt had a parotidectomy and radiotherapy for the cancer. A year later, the pt had a reoccurrence of the parotid cancer. Surgery was scheduled for 2006. No additional info was given.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 1016427-2007-00071. This device is distributed outside the united states; however, it is similar to the united states product. A report was received through the bifurcation study indicating, a pt experienced recurrent parotid cancer approximately fifty-three following cypher stent implantation. The event involved a 62 year-old female with a medical history of hypertension, moderated valvulopathy and permanent pacemaker. The indication for admission to hospital is not known; however, a coronary arteriogram revealed a 4mm, eccentric and mildly calcified lesion in the first obtuse marginal producing a 75% stenosis. Additionally, there was a 3mm ostial lesion in the second obtuse marginal described as eccentric with moderate angulation and little calcification producing a 70% stenosis. Both lesions had a timi flow of 3 prior to stent implantation. The first obtuse marginal was implanted with a 3.0 x 18 mm cypher and the second obtuse marginal was implanted with a 2.5 x 18 mm cypher stent. Procedural details were not provided. Approximately forty-one months following the index procedure, the pt was diagnosed with parotid cancer. The following month, she underwent parotidectomy and radiotherapy. It was reported there was a recurrence of the parotid cancer approximately eleven months following the parotidectomy. This was again treated with surgical intervention and radiotherapy. No other info was available. The product remains implanted in the pt and was not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Based upon the info provided, it is not possible to draw a conclusion about the relationship between the device and the event.